Manufacturer narrative:
Citation: kosek m et al. Special considerations on tavi implanted in bicuspid aortic valves experience of institute of cardiology in warsaw, poland. Cor et vasa. February 2017; 59(1),p.e29¿e34. Https://doi.org/10.1016/j.crvasa.2017.01.022. Available online 20 february 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implant (tavi) into a bicuspid aortic valve. All data were collected from a single center between january 2010 to october 2016. The study population included 28 patients (predominantly female; mean age 77 years), 12 of which were implanted with a medtronic corevalve and 8 with a medtronic evolut r (serial numbers were not included). Among all patients two in-hospital deaths occurred due to endocarditis and multi-organ failure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: elevated gradients, moderate to severe paravalvular leak, heart failure, atrio-ventricular (av) block with permanent pacemaker implant, access site complications requiring surgical intervention, bleeding events, cerebral vascular accident (cva), and valve migration into the ascending aorta which required surgical intervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed malfunction and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.